Manufacturer narrative:
The device is currently not available for analysis. A conclusion regarding the clinical observation can not be made at the moment. There are no supplementary data and it is not expected to receive further data. The case is thus closed. If additional information arrives later, the case will be reopened and the investigation will continue.

Event description:
Ous MDR - it was reported that approx. 20 years after the implantation a revision procedure took place due to artifact detections and suspicion of lead fracture. During the procedure twiddler syndrome was noted. The implant date is unknown.